Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, cracked reservoir tube lip, missing end cap sticker.